Event description:
Customer reports a past event of receiving a "meter blood glucose now" after calibrating. Customer reports of receiving weak signal or lost sensor alerts. Customer was not able to troubleshoot due to motor error alarm and frozen screen. No further information provided.

Manufacturer narrative:
After battery installation, unit display frozen and gave an unexpected constant audio alarms due to cold solder joint at u9 interface board. Unable to verify weak signal alarms or lost sensor alarms due to frozen display. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.